Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patients hemoglobin dropped from pre-ventricular assist device (vad) value on (B)(6) 2022 from 9.6 to 6.6 on (B)(6) 2022. The patient was given 1 unit of packed red blood cells on (B)(6) 2022 and another on (B)(6) 2022. The patient was reintubated following an aspiration event on (B)(6) 2022. The patient had a significant amount of bilious material in the airway. The patient required an escalation in vasopressor support. On (B)(6) 2022 the patient had copious amounts of gastrointestinal contents coming out of orogastric tube. Bronchoscopy was performed at bedside emergently and a sample was sent for culture. It appeared to be stomach contents in right and left bases. Atrial blood gas post intubation was found to be acidotic with carbon dioxide greater than 70. The patient was given two amps of bicarbonate. On (B)(6) 2022 the patient's hemoglobin was above pre-vad at 10.9.

Event description:
Additional information: it was reported that an echocardiogram was performed on (B)(6)2022 with no effusions. A computed tomography and abdominal imaging found no bleeding. The patient had an ileus. The bleeding was not confirmed and thought to be hemodilution. There was no significant blood loss from the chest tubes. The patients hemoglobin levels have stabilized and improved. The patient remained intubated due to aspiration pneumonia secondary to ileus, with a plan to extubate the patient later in the week if condition improved. The bleeding resolved on (B)(6) 2022. The patient had a tracheostomy on (B)(6) 2022 and remained on a vent through on (B)(6) 2022.

Manufacturer narrative:
Section a2: patient date of birth was inadvertently added in initial report and should have been removed due to patient privacy laws. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1, entitled ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding, respiratory failure, and infection. Section 6, entitled ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) values as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, section 6, ¿patient care and management¿, provides care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.